Manufacturer narrative:
It was reported that 3 shutdowns occurred while adjusting exams. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs determined that 4 shutdowns occurred. The first shutdown is due to a known design issue. The second shutdown is due to a crash of the operating system however the root cause of this crash cannot be determined. The third and the fourth shutdown are due to a crash of .net runtime process however the root causes cannot be determined. (B)(4).

Event description:
During a biopsy case with no field service engineer (fse) present, surgeon experienced three shutdowns with windows error messages while adjusting exams in exam manager. Some exams had a smaller than usual number of slices.